Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) contacted customer to follow up on the reported patient name and bed mismatch issue. The customer stated that due to a delay in response, the two impacted patients had already been discharged. Upon reviewing the current active census, all patient names and bed assignments were confirmed to be accurate. Nursing staff indicated that this mismatch occurs occasionally but was not consistently monitored and relied on timely communication when it arises again. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there were two instances in which patient location information did not update after the room or bed change routine was completed in meditech expanse. There were no adverse events or injuries reported based on this event.